Manufacturer narrative:
(B)(4).

Event description:
It was reported there were high impedances. Some of the bipolar pairs had an impedance reading of >4000 ohms. There was a shocking or jolting sensation and intermittent shocking. The location of the shocking was unk. Additional info has been requested, a follow-up report will be sent if additional info becomes available.